Manufacturer narrative:
On (B)(4) 2014, isi received pictures of the instrument showing the damage. The pictures revealed that the conductor wire is looped out, intact and not broken. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a dislodged conductor wire. A segment of the conductor wire had become dislodged from the conductor cap and is exposed on the outside of the yaw pulley. The insulation of the conductor wire was not damaged. Electrical continuity test was performed and passed. The conductor cap was not seated properly within the distal clevis as the hook moved in the yaw. Failure analysis investigation also found a broken conductor cap at the distal end and missing a piece measuring 0.041 x 0.17. Failure analysis concluded that the damaged was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the missing piece from the conductor cap found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that in central processing, the permanent cautery hook instrument appeared to be broken. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient. On (B)(4) 2014, intuitive surgical, inc. Obtained requested additional information from the initial reporter who indicated that the instrument is broken at the elbow, black cable is tight. Customer not aware of when this occurred. There was no patient injury and nothing fell into the patient. Pictures of the instrument were provided.